Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15432. It was reported the patient experiences uncomfortable and ineffective stimulation. Reprogramming was unable to resolve the issue and the patient experienced uncomfortable stimulation while being reprogrammed. The physician indicated the patient is doing well and plans to wait and see if the issue persists before pursing any additional intervention.